Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces.no button error alarms noted. No display ramping on its own anomaly noted. Pump was received with cracked case at display window corners, reservoir tube and battery tube threads. Pump was received with minor scratched display window and missing end cap sticker. Pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.